Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display screen, damaged battery cap, and a crack in the battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: display is faded, discolored and difficult to read. Replaced faded display with test display, which is fully functional and is fully illuminated with no visible signs of fading or discoloration. Battery compartment crack observed from threads to case seal. No evidence of moisture contamination found inside battery compartment. Battery cap is unable to be fully tightened due to damaged threads the battery compartment crack. A power loss was observed. The pump was exercised for 24 hours using a test battery cap. No power loss or low battery warnings were duplicated. . Black box shows multiple occurrences of time and date resetting. With the pump cover removed; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.